Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot 104154, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the stator and x ray dot were dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion on stator and x ray dot, and biological debris on cam mechanism was also noted. The cam magnets were controlled per process: the magnets failed. Root cause - the root cause for the dislodged stator and x ray dot is due to corrosion, the corrosion could not be clearly determined. Galvanic corrosion could not be established as a direct root cause for the valves investigated, however it was found to be a contributing factor with trauma to the valve. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at least 6 years. The root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
A facility reported a hakim valve was implanted in 2017 to treat hydrocephalus. In (B)(6)2023 patient presented with walking difficulties, no sign of intracranial hypertension. MRI show sign of over-drainage. X ray show that main body part of valve could not be set up. A revision surgery was needed to replace the main body of the valve. Patient recovering.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.